Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five device. The visual inspection and functional evaluation of the sample had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an orthopedic procedure, the thread of the suture broke while doing a running stitch. An additional new suture was used without issue to complete the case. The patient is alive with no injury.